Manufacturer narrative:
(B)(4). Reported event was confirmed by review of provided photos and returned product. Visual evaluation of the returned device found the sterile packaging exhibits damage that is visually consistent with thermal damage. Sterility is considered breached as evaluation of the returned product found the outer blister tyvek seal has lifted. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sterile packaging appears melted and damaged. Attempts to obtain additional information have been made; however, no more is available.